Event description:
It was reported that during a TUR-B re-resection following the switch from the visualisation shaft to the resection loop, a metallic, cylindrical foreign body was detected in the bladder. It turned out to be the broken-off ceramic tip of the resectoscope shaft that had been used. The foreign body initially remained in the bladder and had to be removed after completion of the actual procedure using a Dormia basket. The retrieval was technically challenging but was carried out successfully and without causing trauma. According to current knowledge, no immediate harm to the patient occurred.

Manufacturer narrative:
The device in question was returned to manufacturer as reflected in section D9. The investigation is not yet complete, investigation results are pending.The event is filed under internal KARL STORZ complaint ID: (b)(4).